Manufacturer narrative:
Additional information (28-aug-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Quality control (qc) recovery was within the customer¿s expected ranges. The initial sample exhibited absorbance data with a high value indicating an elevated hemoglobin. The cause of the event is consistent with the presence of red blood cells (rbc) in the initial sample. The issue was resolved by repeating the initial sample with and without dilution, which was part of standard troubleshooting procedures. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2517506-2024-00170 was filed on 21-jun-2024.

Event description:
The customer reported to siemens that they obtained an erroneously elevated tacrolimus (tac) result on a patient sample on a dimension exl 200 system. No result was obtained on the first run. The same sample was reprocessed on the original dimension vista 500 system and elevated result was obtained. The erroneously elevated result was not reported to the physician(s). The same sample was reprocessed on the original dimension vista 500 system with 1:3 manual dilution and without dilution. The reprocessed results recovered lower, were consistent and considered correct. The reprocessed result of 10.99 ng/ml was reported as correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated tacrolimus (tac) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated tacrolimus (tac) result on a patient sample obtained on a dimension exl 200 system. Siemens is investigating the event.